Event description:
It was reported that post an angiogram procedure, a patient death occurred. The patient presented with angina. The lesion was located in the left anterior descending (lad) artery. The amplatz super stiff j tip guide wire was used during the angiogram. Post the procedure, the patient experienced a vasospasm and died. Cause of death was reported as an mi.

Manufacturer narrative:
(B) (6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that post an angiogram procedure, a patient death occurred. The patient presented with angina. The lesion was located in the left anterior descending (lad) artery. The amplatz super stiff j tip guide wire was used during the angiogram. Post the procedure, the patient experienced a vasospasm and died. Cause of death was reported as an mi.

Manufacturer narrative:
Device evaluation by manufacturer: the visual inspection reveals the wire kinked at approximately 10 cm measuring from the j tip. The wire has a bend beginning approximately 23 cm through 33 cm measuring from the j tip. Scraped coating was noted along the length of the wire. The maximum outside diameter of the wire was measured and within specifications. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication. (B) (4)